Event description:
Complainant alleged that during training by facility staff, the device displayed "pacer disabled" and "defib disabled" messages and then shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a follow-up report when our investigation is completed.